Manufacturer narrative:
(B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The embolic coil was noted to being kinked, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Procode: krd/hcg. (B)(6). Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by a health care professional, during a coil embolization of a ruptured aneurysm at the left internal carotid posterior communicating artery (icpc) by a double-catheter technique. A guiding catheter (6f fubuki, asahi intecc) was inserted from the femoral artery. A 1mm x 3cm galaxy g3 mini (glm910030, l14341) was inserted into the hub of a concomitant microcatheter (sl10, stryker) like other coils. However, the delivery wire was not able to be pushed. The physician pushed more but it was exposed from a part of the sheath introducer. The sheath introducer (5frfubuki, asahi intecc) was used. It was replaced with another coil and the procedure continued. There was no patient injury reported. Competitive coils were also used in the procedure. The customer states there is no additional information available. One non-sterile unit galaxy g3 mini 1mm x 3cm was received inside of a pouch. The received device was visually inspected. The introducer was found damaged and partially zipped. The dpu was found kinked near to the hub. Then a microscopic analysis was performed, and the embolic coil was found kinked and protruding from the introducer. No other damages were observed. A manufacturing record evaluation was performed for the finished device l14341 number, and no non-conformances related to the reported complaint condition were identified. The complaint reported by the customer ¿coil introducer ¿ prescore rupture¿ was confirm, the introducer was found damaged and partially zipped. The complaint reported by the customer¿ detachable coil delivery system (dcs) ¿ impeded in microcatheter with no loss of cerebral target position¿ was confirmed. Although the functional analysis could not be performed, the embolic coil could not move through the introducer and due to these conditions, we can confirm the complaint. However, the embolic coil was found kinked, this can contribute to an impediment. The damaged condition appears to have been caused by excessive force. Neither the analysis nor the mre suggest that the failure reported could be related to the manufacturing process. The instructions for use (IFU) warns that if the microcoil system becomes immobile in the infusion microcatheter, apply a gentle push-pull motion to free it. If unsuccessful, remove both microcatheter and microcoil system together as a unit and replace with new devices. The IFU also instructs the user to unsheathe a small length of the dpu to unlock the device, then to advance the embolic coil into the microcatheter until the hub connector of the dpu reaches the proximal end of the resheathing tool. This results in the placement of the embolic coil and the more flexible and fragile distal sections of the dpu inside the microcatheter before continuing to unsheathe the device. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. The event description does not report any damage of the embolic coil. However, 100% of devices are inspected for damage at the quality control (qc) final inspection. Thus, it is very unlikely that the device left the manufacturing facility with the observed damage. Kinking can be caused by the application of excessive force to a device while trying to advance against resistance. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the events were related to a manufacturing or design issue, no corrective actions will be taken at this time.

Event description:
As reported by a health care professional, during a coil embolization of a ruptured aneurysm at the left internal carotid posterior communicating artery (icpc) by a double-catheter technique. A guiding catheter (6f fubuki, asahi intecc) was inserted from the femoral artery. A 1mm x 3cm galaxy g3 mini (glm910030, l14341) was inserted into the hub of a concomitant microcatheter (sl10, stryker) like other coils. However, the delivery wire was not able to be pushed. The physician pushed more but it was exposed from a part of the sheath introducer. The sheath introducer (5frfubuki, asahi intecc) was used. It was replaced with another coil and the procedure continued. There was no patient injury reported. Competitive coils were also used in the procedure. The customer states there is no additional information available. Based on the findings of the device investigation, the embolic coil was noted to being kinked.